Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165 (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the device would not be returned to the manufacturer- it was disposed of at the hospital. The patient's device was explanted on (B)(6)2018 which was the day after the infection was discovered. No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection and the device was explanted. It was unknown as to why the infection began. No further complications reported.